Event description:
The manufacturer received information alleging patient was hospitalized. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.

Manufacturer narrative:
The bipap a40 pro is substantially similar to the bipap a40and will be reported in the united states under bipap a40, 501k number: k121623.